Event description:
Update: (B)(6) 2014 - sales rep reported revision surgery. Patient was revised to address pain. Part/lot provided. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(6) 2014.

Event description:
Litigation received alleging that the patient suffers from pain and excessive levels of chromium cobalt.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.